Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent, drain pain and abdominal fullness. The cause of the events was not reported. It was not reported if the patient was hospitalized or treated for the events. It was reported the patient was recovered from the events and pd therapy was ongoing. No additional information is available.